Manufacturer narrative:
Analysis of the pump on 2016-dec-06 revealed a motor gear train anomaly due to corrosion and/or wear and/or lubrication; the stall was due to the shaft bearing.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8731sc, serial# (B)(4), product type: catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4) no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that the pump and catheter were explanted on (B)(6) 2016 due to the motor stall. It was noted that the patient did not want a replacement. No symptoms were reported and it was noted that the patient recovered without sequela.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a manufacturer's representative (rep) regarding a patient receiving a dose of 0.154mg/day at a concentration of 25.0mg/ml of saline, a dose of 0.061mg/day at a concentration of 10.0mg/ml of bupivacaine, a dose of 2.15mcg/day at a concentration of 350mcg/ml of clonidine, and a dose of 1.23mcg/day at a concentration of 200mcg/ml of baclofen via an implantable infusion pump for non-malignant pain and failed back surgery syndrome. It was reported that the pump was interrogated and showed a motor stall and stopped pump period may exceed tube set. A pump explant was planned. No symptoms were reported in relation to the motor stall. The motor stall had not been resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.